Event description:
Caller reported damage to the pump housing surrounding the usb port, which compromised the watertight integrity, but did not affect the ability to charge the pump. Blood glucose level information was not provided, but there was no adverse impact noted in the report. Technical support arranged for a replacement pump to be sent, and the caller was advised to place the current pump into storage mode and return it within 10 days using the provided ups return box and pre-paid label. The caller had no backup therapy available but planned to consult with a healthcare provider.